Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: cassette exploded during an infusion. Blood is in internal spaces/pins/clamps that we were unable to clean. It continues to leak no matter how much we have scrubbed it. Biomed and our sterilization department both attempted to clean it, but blood has gotten inside the pump and needs to be cleaned internally. On (B)(6) 2025- tubing set has been disposed by the time biomed got there to pick up the pump. Nobody was harmed besides the fact that blood was being infused and that presents a possible biohazard. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
A device was returned for evaluation. A cassette became damaged and "exploded" during an infusion of a blood product. After decontamination was performed to ensure no exposure to blood or other contaminants was performed, the pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. No damage could be identified either. No admin set sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette, 4) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.